Event description:
During a remote follow up, oversensing due to noise resulting in pacing inhibition was observed on the right ventricular (rv) lead and oversensing due to noise resulting in inappropriate mode switching was observed on the right atrial (ra) lead. Technical support was contacted and provocative testing was recommended. Provocative testing was performed and the noise was unable to be reproduced. The patient was stable.

Event description:
Additional information was received indicating the rv and ra leads were capped and replaced to resolve the event. The patient was stable.